Event description:
It was reported that the patient had expired while the pump was in use. Per reporter, the patient was found at home and the cause of death is unknown. The pump had been infusing at a continuous rate of 5 ml/hour without any reported issues.

Manufacturer narrative:
E1: facility name (B)(6). H3: neither samples nor pictures were received for the analysis of this complaint. No device history record was reviewed since lot number was not provided. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.